Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4090001met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report, g6, "type of report" - follow-up #1, h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation", h3 - device evaluated by manufacturer, h6 "adverse event problem" - event problem and evaluation codes are added per investigation. H11 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s). The user reported that the test cassette appeared to be misaligned and they received an invalid result.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Called in because she purchased a flowflex plus kit and received an invalid result. The test strip appears to be misaligned. Picture provided. The kit was purchased at walmart.